Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-01-38, 5077112 - eq 38mm glenosphere. 320-10-00, 5034425 - eq rev adapter plate tray. 320-15-05, 5086949 - eq rev locking screw. 320-20-00, 5133077 - eq torque screw kit.

Event description:
As reported this (B)(6) female patient developed left shoulder instability recently and decided to undergo revision surgery to fix this. Surgeon upsized glenosphere and liner. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.